Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher, which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.

Event description:
An account stated that the brakes on this stretcher would not hold. There were no injuries in this event.